Manufacturer narrative:
Article citation: ma x, wu z, zhu g, et al. Comparison of branched, fenestrated, and parallel strategies for endovascular treatment of thoracoabdominal aortic pathologies involving visceral regions. Front cardiovasc med. 2024; 11:1416635. Doi:10.3389/fcvm.2024.1416635 published 24 september 2024. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: patient demographics: provided mean age was 66.77 years old and gender was male/total 98/107 in gpvg group. Patient information will reflect 67-year-old male. A4: patient weight is not available. B3: date of event is unknown; therefore, 24-sep-2024 reflects the date that literature was available online. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D6: implant date is not available. H3: review of the manufacturing records could not be performed as a valid lot number was unavailable. H3: engineering evaluation could not be performed as the information is not available. H4: device manufacture date is not available. H6: code c19 - a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Code b13, b22 - author has been communicated but couldn't provide the follow-up information related to device. Code d15: the available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported complication represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. No allegation of device malfunction, such as stent collapse or structural deformation was indicated with respect to device performance. The gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use states: possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with heparin bioactive surface or in any endovascular procedure and require intervention include but are not limited to (shown in alphabetical order): occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel, ischemia. Indications for use: the gore® viabahn® endoprosthesis with heparin bioactive surface is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in superficial femoral artery de novo and restenotic lesions up to 270 mm in length with reference vessel diameters ranging from 4.0 ¿ 7.5 mm. The gore® viabahn® endoprosthesis with heparin bioactive surface is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in superficial femoral artery in-stent restenotic lesions up to 270 mm in length with reference vessel diameters ranging from 4.0 ¿ 6.5 mm. The gore® viabahn® endoprosthesis with heparin bioactive surface is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in iliac artery lesions up to 80 mm in length with reference vessel diameters ranging from 4.0 ¿ 12 mm. The gore® viabahn® endoprosthesis with heparin bioactive surface is indicated for the treatment of stenosis or thrombotic occlusion at the venous anastomosis of synthetic arteriovenous (av) access grafts. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature ¿comparison of branched, fenestrated, and parallel strategies for endovascular treatment of thoracoabdominal aortic pathologies involving visceral regions¿ published in front cardiovasc med in 2024. The objective of this study was to compare long term efficacy of parallel stent graft [psg] fenestrated stent graft [fsg] and branched stent graft [bsg] to treat thoracic aortic aneurysm [taa] and dissection [tad] involving visceral arteries between january 2015 to december 2022. There were 291 patients in the study and the patients received psg [n=85], fsg [n=107, 60 taa, 47 tad, mean age 66.77 years, 98 male] and bsg [n=99]. Gore® viabahn® endoprosthesis with heparin bioactive surface was used in the fsg group as the bridge from visceral aortic branch arteries and fenestrations. Visceral aortic branch arteries included celiac axis, superior mesenteric artery and renal artery, but it's unknown the specific arteries where viabahn device were used for following events. In the fsg group, immediate complications included: ¿ organ ischemia [kidney or spleen] ¿ 15 patients. ¿ spinal cord ischemia ¿ 1 patient. ¿ branch graft occlusion ¿ 21 patients. In the fsg group during the follow up period [mean time 45.86 months]. ¿ occlusions ¿ 2 patients ((B)(4)). ¿ noted to have no secondary endovascular interventions. The complications of bsg and psg groups in this literature have been previously reported to authorities. Therefore, they will not need to be included in this case.

Manufacturer narrative:
H6: correct investigation conclusion codes.

Manufacturer narrative:
B4: update describe event or problem to add the additional information for bsg group and psg group. C1: correct the data, cbas® heparin surface should be removed. D1: correct brand name to gore® viabahn® endoprosthesis. Gore® viabahn® endoprosthesis instruction for use states: possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis or in any endovascular procedure and require intervention include but are not limited to (shown in alphabetical order): occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Event description:
The following information was received through literature ¿comparison of branched, fenestrated, and parallel strategies for endovascular treatment of thoracoabdominal aortic pathologies involving visceral regions¿ published in front cardiovasc med in 2024. The objective of this study was to compare long term efficacy of parallel stent graft [psg] fenestrated stent graft [fsg] and branched stent graft [bsg] to treat thoracic aortic aneurysm [taa] and dissection [tad] involving visceral arteries between january 2015 to december 2022. There were 291 patients in the study and the patients received psg [n=85, 15taa and 70 tad, mean age 66.98, 75 males], fsg [n=107, 60 taa, 47 tad, mean age 66.77 years, 98 males] and bsg [n=99, 37 tad and 62 taa, mean age 64.92, 85 males]. Gore® viabahn® endoprosthesis was used in the fsg group as the bridge from visceral aortic branch arteries and fenestrations. Visceral aortic branch arteries included celiac axis, superior mesenteric artery and renal artery, but it's unknown the specific arteries where viabahn device were used for following events. In the fsg group: immediate complications included, organ ischemia [kidney or spleen] ¿ 15 patients, spinal cord ischemia ¿ 1 patient, branch graft occlusion ¿ 21 patients. During the follow up period [mean time 45.86 ± 26.32 months], the follow-up patency rate was 85.0%, occlusions ¿ 2 patients. In the bsg group: immediate complications included, organ ischemia [kidney or spleen] ¿ 3 patients, branch graft occlusion ¿ 4 patients. During the follow up period [mean time 44.13 ± 26.71 months], the follow-up patency rate was (B)(4). In the psg group: immediate complications included, organ ischemia [kidney or spleen] ¿ 4 patients, branch graft occlusion ¿ 7 patients. During the follow up period [mean time 43.31 ± 24.11 months], the follow-up patency rate was (B)(4), endovascular secondary intervention ¿ 4 patients. Author replied that the endoleaks were type I or ii.